Event description:
The customer reported on (B)(6) 2013 at 2:00 am his blood glucose reached 307mg/dl less than 24 hours after the pod was activated. Upon removal he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.